Manufacturer narrative:
E1:p atient city: (B)(6). Patient country: the united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set detachment from the site on (B)(6) 2025. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.